Event description:
A 65-yr-old pt to or for redo coronary artery bypass graft. Attempt to insert a flexible aortic cannula met with resistence. Aortotomy was enlarged and a second attempt was made. Once cannula was successfully inserted, it didn't have a blood return and was removed and replaced with a standard short tip 90 degree angled aortic cannula which functioned well. Significant problems with perfusion with recurring episodes of air entering venous line. Several attempts to determine the source of air. Ultimately, flows were unable to be maintained despite replacing volume. Pt could not be weaned from bypass. Intraaortic balloon pump placed, meds given, but not able to wean and satisfactorily perfuse off cardiopulmonary bypass. Md questions dissection from aortic cannulation site. Opened aorta and found two lacerations in the posterior wall of the aorta. Closed with sutures and air evacuated but continued to have significant bleeding. Pt's condition continued to decline in spite of multiple measures. Pt expired in or. Md expressed concerns with the design of the cannula.